Manufacturer narrative:
A steris technician arrived onsite to inspect the unit and found the flare fitting on the generator's drain system was loose which allowed water to leak causing the reported event. To resolve the issue, the technician tightened the flare fitting, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell on water leaking from their amsco 400 sterilizer. The employee sought medical treatment; it is unknown if medical treatment was administered.